Event description:
The following information was reported: it was impossible to get the sheath out and to move it towards the black handle. The mynx was jammed. They deflated the balloon and removed the device. Hemostasis was achieved by manual compression of 10 minutes. Procedure: coronary.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal end of the shuttle cartridge was covering the balloon proximal bond and the sealant was protruding from the shuttle tube. Shuttle movement was checked and slight resistance was felt during retraction. Subsequent to unsheathing, it was observed that the sealant was completely soaked in blood which was a typical indication that blood was being forced into the shuttle cartridge. The introducer sheath was not returned; therefore, a complete physical investigation could not be performed. The review of the lhr (lot f1400608) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information the investigation performed, the device jam might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advance, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam.